Manufacturer narrative:
The computer was returned and analyzed. The computer booted normally to the application screen. The installed programs all started and ran normally. No video issues were observed. All tests passed. Codes b01, c19 and d14 are applicable. H2: additional information: the lot number of the computer (product ID 9734477) is 1897265. Annex g code has been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, product ID: 9733625, serial/lot #: unknown, product ID: 9734727, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The computer would not boot. The computer was re placed. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no signal and the cable was damaged. The next step was to replace the computer mains and uninterruptible power supply (ups). No patient was present at the time of the event. Additional information was received stating that troubleshooting was not able to be performed because the system had a damaged main cable and it was unsafe to plug into an outlet until it was replaced.